Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information from the repair center. Manufacturing date:2015/04/16. The reported phenomenon was duplicated. Omsc checked the change history of the parts regarding the event that the endoscopic image does not appear in combination with the 180 scopes, omsc confirmed that the design change of the dr board was made on april 16, 2018. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. Since the product was a product before countermeasures due to a change in the op-amp circuit design of the patient board (dr board), it is assumed that only the 180 scopes no longer produce images due to a failure of the op-amp. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that in unspecified timing, the image of the subject device was not displayed when maj-1430 was connected to the subject device. There was no report of patient injury associated with this event. Olympus europa se & co. Kg (oekg) checked the subject device and found that the reported phenomenon was duplicated when 180/160 series of endoscopes were connected to the subject device due to the dr board failure. And, the front connector did not lock the scope plug inside.